Event description:
The event is reported as: complaint reported as the following: when no flow is going to pt and neptune alarms, unit gets shut off and turned back on without the flow being reconnected, alarm does not reset and units heats up at the column and gets very hot. No pt injury was reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.